Manufacturer narrative:
Plant investigation: the reported complaint symptom (fluid leaking) was not confirmed. The reported complaint symptom (air detected in cassette warning) was not confirmed. The reported complaint symptom (dv > 200% of fv) was not confirmed. Encountered complaint symptoms: physical damage, (system not properly calibrated message), scale reading error, and hb make sure hb is on ht tray and unclamped message. A visual inspection of the returned cycler exterior showed heater tray has discoloration. The front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. When initially turning on the received cycler, the ¿calibration info¿ screen appeared showing that the cycler was no longer calibrated (full system calibration lost). During the initial simulated treatment test, scale reading error and hb make sure hb is on ht tray and unclamped messages were encountered. The load cell verification was out-of-specification. The load cell being out-of-specification is due to the cycler¿s full system calibration lost. After re-calibrating the scale, the load cell verification was within tolerance. There were no further scale reading errors that occurred. Despite re-calibrating the scale, during a 2nd simulated treatment, hb make sure hb is on ht tray and unclamped messages continued to occur. An internal inspection was performed in order to troubleshoot the hb make sure hb is on ht which showed that the pneumatic tubing within the pump assembly was brown and discolored on the interior of the tubing. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump.

Event description:
Plant investigation (cont): the cause of the encountered brown, pneumatic tubing and dried fluid could not be determined. After replacing hp1, during a 3rd simulated treatment, hb make sure hb is on ht tray and unclamped messages continued to occur. The hb make sure hb is on ht tray problem was repaired after replacing the hp2 on the pneumatic tubing in the pump assembly. A 4th (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The voltage check failed. The 5 volt displayed value was out-of- specification. The 5-volt displayed value was not set due to the cycler¿s full system calibration lost. In order to test the power failure recovery symptom complaint, a 5th simulated treatment was initiated. During the treatment test, the cycler was powered off in fill 1. When the unit was re-powered, it successfully completed the power fail recovery sequence and the treatment was able to be resumed. There were no fluid leaks in the test cassette during all the treatment tests. Mushroom head check passed. Tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering an air detected in cassette warning while in fill 4 of 5. After troubleshooting, the patient was advised to reboot the cycler. The patient then received a power fail recovery failed message. The patient was advised to cancel treatment and the patient observed evidence of a fluid leak when removing the cassette from the cycler. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Patient treatment data provided and was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (1) where 5978ml drained. This drain is 200% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2996ml is 5393ml. Therefore, a reportable malfunction has occurred. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged events. There was no medical intervention. No treatments reportedly missed. Additional information was solicited.